Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the reported failure is due to the handling of the user or deterioration of the device over time . As stated on the IFU (instruction for use) the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Based on the evaluation performed on the device, the reported issue of broken power switch was confirmed. The lock latch on the video connector was found to be worn, which caused the loss of image when the scope end connector is being moved or manipulated. In addition, software was found to from an older version. The device was serviced and returned to the user facility. This report will be updated when new and significant information becomes available at a later time. .

Event description:
It was reported that during preparation for use the device was found with broken power switch. There was no patient involvement on this reported event. No user injury reported.